Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that there was an exploratory surgery last fall, the patient had a seroma on her back close to their incision for the catheter. It was noted that the physician did not find a leak from the catheter.